Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended, and the reported issue was unable to be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). (Hcp, rep): medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the patient tracker was in the normal forehead position using the flat emitter. After the initial trace number was 1.5 with small green circle at frontal sinus area. The surgeon placed a touch point at the tip of the nose and got the trace number down to 1.0 and most of the head was green. Using the registration probe, the accuracy was checked at the teeth. The system showed an estimated 0.5 millimeter inaccurate, however the actual measurement was 3 millimeters inaccurate. The surgeon continued the procedure by accounting for the inaccuracy. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Technical services (ts) analyzed the archives and noted the exam had the top of the head cut off, but the trace pattern has good coverage and the green zone of accuracy covers the sinuses. Ts was unable to determine cause of alleged inaccuracy due to registration alone.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. There is no indication that a software anomaly contributed to the reported inaccuracy. If information is provided in the future, a supplemental report will be issued.